Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor. Reliability analysis performed a visual inspection and found that the sensor cannula was broken. Reliability analysis found that the broken part which was the tip of the cannula was missing. Reliability analysis was unable to confirm that the customer received the sensor in the condition they claimed due to customer returning an opened/used sensor.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was unknown. Customer advised when they inserted the sensor they found a little wire had stuck out and appeared to be a part of the sensor. The sensor did penetrate the skin, the wire stuck out, the patient cut the wire off but they were unable to get the sensor to work. Customer removed the sensor and was advised that a replacement sensor would be sent out. Customer agreed to return the sensor for analysis.